Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remaining longevity of 16% in the remote monitoring system; however, the remaining longevity the previous month was over 50%. Premature battery depletion was suspected and a request was made for technical services to review the available device data. Technical services confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended replacement for within 62 days. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.